Event description:
According to the facility, "patient had a foley catheter and when nurse was accessing side port it broke off and started to leak."

Manufacturer narrative:
According to the facility, "patient had a foley catheter and when nurse was accessing side port it broke off and started to leak." Per the facility, there was no injury to the patient. The catheter was replaced. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.